Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. A clinician noted an out of range telemetry message when attempting to interrogate the device. The clinician attempted to troubleshoot the situation via recommendations from the boston scientific technical services department, but the device could still not be interrogated. No adverse patient effects were reported as a result of this observation.

Manufacturer narrative:
An attempt has been made to gather additional detail about this event. Current records suggest that this device remains in service at this time. This event will be updated if any additional information becomes available.